Manufacturer narrative:
Damage to drive connector/coupling - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2007. During the procedure, two handpieces were tried and each time the handpieces would intermittently lose power, start to pulsate, and the lights on the motor drive unit would start to flash. A third handpiece was tried and the doctor managed to get close to the end of the case before the third device started to act the same as the first two devices. A grinding noise was also noted coming from the motor drive unit. The case was completed with no adverse patient consequences.